Manufacturer narrative:
(B)(4).

Event description:
It was reported the review of the merlin transmission revealed non-physiologic noise on the right ventricular lead on an aborted ventricular fibrillation episode and a noise reversion episode. Externalized conductors were observed when the lead was scanned under fluoroscopy. The patient was asymptomatic. The lead was capped and replaced. No further information is available.